Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed processor circuit card. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device displayed alarm 17(patient temperature 1 calibration error). The biomed checked input/output board and iso card connections and everything was properly seated. The biomed would swap out each board with a known working board until the faulty card is identified and call back. The biomed called back and stated that they had determined and needed the new processor circuit card. Parts and pricing provided.

Event description:
It was reported that the arctic sun device displayed alarm 17(patient temperature 1 calibration error). The biomed checked input/output board and iso card connections and everything was properly seated. The biomed would swap out each board with a known working board until the faulty card is identified and call back. The biomed called back and stated that they had determined and needed the new processor circuit card. Parts and pricing provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.